Event description:
It was reported by dealer that a kit retro-fit low shear recliner w/o upholstery was ordered. The gas cylinder is not allowing the left side to move as low as the right side. Dealer states it will only go about 2/3 of the way down. The part number was provided by bob floor. No injury or property damage reported by the dealer. The patient has a fixed hip angle. Per the dealer for full contact patient almost needs to be flat.